Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inability to focus due to poor focus operation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor focus and image was out of focus. The issue was identified during pre-use inspection. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor focus and image was out of focus. The issue was identified during pre-use inspection. The intended procedure was completed. There were no reports of patient harm.